Event description:
Boston scientific received information that this left ventricular (lv) lead was found to have been switched in the header of the implantable cardioverter defibrillator (ICD) with the patient's right atrial (ra) lead. The issue was discovered following pocket closure when the device paced on the atrial channel and captured the patient's left ventricle. A revision procedure was performed and the leads connected to the correct ports. The device functioned appropriately thereafter. No additional adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.